Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. The indication for use was not provided. It was reported an infection had occurred. It was indicated the infection occurred at the device pocket. It was reported the device was implanted in (B)(6) 2018 and the patient developed a pocket site infection within the last 30 days. The rep reported the doctor was very precise about the procedures he performs. It was indicated the patient had discomfort at the pocket site but did not know about any other symptoms. The doctor stated they were doing their own investigation and would not provide the manufacturer with any other details or information regarding the case. The rep believed the infection had been cultured. However, the type of infection was unknown. The infection site was either cleaned-out or the device was removed, and the infection was assessed. No further complications were reported or anticipated.